Manufacturer narrative:
The soft cannula was observed to be kinked. It is unknown how or when the kink occurred. It could not be determined if the damaged cannula contributed to the reported event. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No other components were observed to be damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 360 mg/dl while wearing the pod between 36 and 48 hours on the back. As treatment, the patient gave manual injections using an insulin pen.